Manufacturer narrative:
This follow-up report is being filed to correct information and to relay additional information, which was unknown at the time of the initial medwatch. Requested but not returned by hospital.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain."

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to pain. All components were removed and a total knee system was implanted.